Event description:
It was reported that during pre-cardiopulmonary bypass procedure, there was a "backflow" alarm with no flow. The perfusionist (ccp) had device at or around coast. After flow was established during bypass, the backflow alarms never occurred. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Manufacturer clinical support spoke with the perfusionist (ccp): flow sensor is placed between the oxygenator and the pt and clam[ping is intermittent based on what clinical maneuver is occurring at the time. Backflow (in his mind false backflow) only occurs pre and post bypass when the revolutions per minute (rpm) is lower than speeds generally seen during cardiopulmonary bypass procedure (CPR). This occurs around 1500 rpm and is not seen during cpb where the speed is frequently above 2000 rpm. The ccp claims on occasion, he gets a backflow alarm with the sensor disconnected from the tubing. The field service rep (fsr) replaced both the flow module and flow sensor. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further eval.